Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a battery monitoring voltage of 2.61 v after 27 months of implant. This device is part of the expanded (B)(4) 2009 population of devices described in the shortened replacement window advisory. This advisory was originally communicated april 5, 2007. Technical services recommended increasing to monthly follow ups and replacing the device within 30 days of declaring elective replacement indicator.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.